Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR # 1219856-2010-00356 for the first event involving same pt. It was reported that the md inserted "this catheter through surgery successfully." However, immediately after the catheter had been inserted and connected to the pump, blood was found in the helium tubing. As a result, the intra-aortic balloon (iab) was removed. The md inserted another iab successfully to support the pt. It was reported that the pt was not injured and there was no delay / interruption in therapy. There were no reported pt complications. Additional information received on 5/18/2010, from the distributor stated the pt does have symptoms of artery vascular sclerosis. The outcome of the pt is that "the pt was still on the intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO) four days after catheter placement due to his poor condition. The distributor also stated that the pts condition is not product complaint related.